Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of two screwdrivers broke off during a femoral neck fracture open reduction internal l fixation, the fragment pieces were retrieved, and the surgery was successful. Unknown screw (7.3 cannulated), quantity 1. This complaint involves two (2) devices. This report is for a screwdriver. (B)(4).

Manufacturer narrative:
Date returned to manufacturer DHR review was completed. Part # 314.05 , synthes lot # 4049147 , supplier lot # 4049147 , release to warehouse date: 29 dec 1999. Manufactured by synthes (B)(4). No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned 4mm cannulated hexagonal screwdriver (part: 314.05, lot: 4049147, mfg: 29 dec 1999) was inspected at customer quality and the complaint of broken was confirmed. The returned device was examined and the cannulated hexagonal tip was found to be broken; fragments were not returned. The complaint condition was unable to be replicated due to the post-manufacturing damage. Based on the complaint condition no definitive root cause was able to be determined. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of two (2) screwdrivers broke off during a femoral neck fracture open reduction internal fixation (orif) on (B)(6) 2017. While the surgeon was inserting a 7.3 cannulated screw the tips of two (2) screwdrivers broke off. A third screwdriver was used to complete the procedure. Device fragments from both instruments were retrieved, no additional interventions were required. It is unknown if this event resulted in a surgical delay. The patient outcome was reported as successful surgery. Concomitant device reported: 7.3 cannulated screw (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Corrected data: device manufacture date . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.